Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, two electronic photos were provided and reviewed. The needle luer was noted to be cracked in photo review. However, material separation is unclear. Air leaking was due to crack. Therefore, the investigation is confirmed for the reported air leaking and identified needle luer fracture issue. However, the investigation is inconclusive for the reported nonstandard device issue as provided photos are not sufficient to confirm the issue without physical sample and the exact circumstances at the time of the reported event cannot be verified from the provided evidence. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a hemostar hemodialysis catheter placement procedure, the puncture needle was allegedly found air leaking. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a hemostar hemodialysis catheter placement procedure, the puncture needle was allegedly found air leaking. There was no patient contact.